Event description:
It was reported that this newly implanted pacemaker and right ventricular (rv) lead exhibited high rv thresholds and crosstalk oversensing after atrial events. Technical services (ts) discussed troubleshooting options and programming considerations, such as adjusting sensitivity and aai/vvi testing to confirm appropriate pacing/sensing. Full lead evaluation was recommended with x-rays to confirm lead locations. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was explanted. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this newly implanted pacemaker and right ventricular (rv) lead exhibited high rv thresholds and crosstalk oversensing after atrial events. Technical services (ts) discussed troubleshooting options and programming considerations, such as adjusting sensitivity and aai/vvi testing to confirm appropriate pacing/sensing. Full lead evaluation was recommended with x-rays to confirm lead locations. This pacemaker system remains in service. No adverse patient effects were reported.